Manufacturer narrative:
Conclusion code 1: 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm rupture and death.

Manufacturer narrative:
Concomitant medical products: (B)(4), lot #00733132618552. It is not known which device is involved in the event, therefore both are being investigated. A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following information was reported to gore: on (B)(6) 2016 a patient underwent treatment of a 74mm abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2016 the aneurysm measured 69mm by cta. On (B)(6) 2018 the patient had a rupture of the abdominal aortic aneurysm. This patient underwent cta of the chest; abdomen and pelvis; and head. Eight units of blood were given, however the patient expired.